Manufacturer narrative:
It was reported that three patients experienced a post-operative hematoma. It is unknown on which post-operative day this hematoma developed. It is unknown how often drainage was assessed and if the reported lack of suction was an immediate concern or if it occurred over time. The facility did not provide information regarding the initial procedure that was performed and why the insertion of a post-operative bulb suction reservoir drain was required. Per the reporting facility, the patients required additional intervention to address the reported post-operative hematoma. The extent of any medical or surgical intervention as a result of the reported incident is unknown. No patient information was provided. Samples were not returned to the manufacturer for evaluation. The reporting facility was unable or unwilling to provide additional patient, product, or procedural details related to this report. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the bulb suction reservoir drain was unable to maintain suction and three patients experienced a post-operative hematoma.